Event description:
It was reported that a healthcare provider indicated that a patient had recently passed away at a nearby healthcare facility. The patient's implanted lead was potentially included in a field safety notice. Further information was provided that this lead was explanted post-mortem and returned for analysis.

Manufacturer narrative:
After further investigation, it was revealed that this event is a duplicate of a previously submitted report, with the most recent report number being 2124215-2025-52746. Please consult that report for details surrounding this event.

Event description:
It was reported that a healthcare provider indicated that a patient had recently passed away at a nearby healthcare facility. The patient's implanted lead was potentially included in a field safety notice. Specific product and event details have been requested, and further information will be provided, once available. At this time, this lead remains implanted.